Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please also see updates to b3, d8, d9, h3, h4, and h6. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified gram positive bacteria. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer aspirates/suctions the water from the channels and rinses the air/water and the auxiliary washing channel. The customer uses detergent aniozme x3 for pre-cleaning and manual cleaning. During manual cleaning, the customer brushes the instrument/suction channel, the suction cylinder and the instrument channel port using brushes infineed brosec030, kitscope clean (2 pcs) and albyn medical (an 865023, 2,7 mn to 4.6mm). The scope was not manually disinfected. The customer uses getinge ed-flow automated endoscope reprocessor (aer) for reprocessing, along with detergent getinge aperlan poka-yoke agent and aperlan poka-yoke agent a and b as disinfectants. The customer sampled the aer but did not provide results. The scope was stored in a typhon storage system. Olympus maintains the customer¿s scopes. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for an microbial contamination. The suction channel tested positive for over 100 colony forming units (cfus) of citrobacter freundii , citrobacter diversus and pseudomonas aeruginosa on (B)(6) 2022. The all channel sample tested positive for citrobacter freundii , citrobacter diversus on (B)(6) 2022 for over 100 cfus. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.